Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient "had trouble with the controller staying on" but later clarified that the controller was remaining on, but the stimulation was shutting off randomly by itself. Pt said the stimulation shut off after they charged the controller, while charging the implanted neurostimulator (ins), and "whenever it wants to." Patient reported the battery has been depleting faster than normal. It was reported that pt had not made their hcp aware of the issue, but had spoken to a representative from the "battery company" (intellis) and the representative "gave them a few pointers that did not solve anything." Pt said they made their mdt rep. (Name, asked/unknown) aware last month. Pt said they were in so much pain because their therapy was off and would turn off by itself. During the call, the controller displayed "stimulation is off." Pt mentioned they already had a controller replacement, a recharger antenna replacement, and a li battery pack replacement ((B)(4)). Rep reported they advised patient to take note if battery is off because it has run out of juice. It will turn off when the battery goes empty and if it gets charged up it still needs to be manually turned on. Patient will take note of that. Also told patient to call tech services and they may ask different questions to figure out why battery is discharging faster than normal. (B)(6) 2021 (B)(4) (rep) additional information received. Rep reported they were first notified on (B)(6) 2021. Rep asked patient to take note if it was turning off based on the battery being empty. Patient called rep so rep is unable to read battery to see what it looks like. Rep called tech services as this is an off label use and unsure how to respond to questions asked about battery longevity, programming, and impedances. Caller has only spoken to the patient on the phone because the patient use is off label so the caller is not present at programming sessions. The caller has limited information and involvement with this patient. The patient reported not increasing stimulation and reporting the ins depleting and has requested product from mdt in the past related to that.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported cause was undetermined. Patient reported they went to mayo clinic and was reprogrammed by the neuro electrician. Issue resolved.